Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of incident and current blood glucose level is 240 mg/dl. The customer was treated with IV insulin drip. The customer was experienced symptoms such as abdominal pain or kidney stone. Customer was admitted into hospital as a result of high blood glucose. The customer was using the insulin pump within the event was reported. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.